Event description:
Cardiologist was attempting to place stent in rca and was attempting to deploy second stent. Balloon and stent were removed from body without deployment. The cardiologist noticed the stent was no longer attached to the balloon. The cardiologist and the surgical tech searched for the stent. No stent was found. Cardiologist noted in the patient's medical record there was a question of dislodgement of stent in proximal rca but the film was normal and patient stable. The patient was discharged from the hospital with no effect noted from this event.